Event description:
It was reported that the pt had not used his stim for at least one month due to telemetry issues; a stimulator over-discharge was suspected. The pt had lost over 90 lbs since implant; an x-ray revealed the device was not flipped. A regular recharge session was not successful. In 2009, the rep reported that the pt has not shown up for 2 scheduled appointments. The pt has transportation issues and to have him come to the office and stay all day for a trickle charge has been both difficult to set up as well as execute. The MFR rep felt that the battery may have been damaged during a fall and may not be able to be charged. The MFR rep was working with the physician to resolve the issues.